Event description:
This is follow up#1 to report a correction to the aware date. The aware date of this event is 07/mar/2023. As reported in the initial: it was reported through a legal event that a 35 year old female patient had hernia repair surgery on or about (B)(6) 2011. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot # s10705-157; ref # (B)(4) mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2013, for a revision and removal surgery. No other information was provided.

Manufacturer narrative:
This MDR is being submitted to correct the aware date. The aware date of this event is 07/mar/2023. The initial investigation remains the same. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s10705 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 27 march 2023, 153 devices were released to finished goods for lot s10705, 145 have been distributed with 94 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s10705 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 27 march 2023, (B)(4) devices were released to finished goods for lot s10705, (B)(4) have been distributed with 94 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 35 year old female patient had hernia repair surgery on or about (B)(6) 2011. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot # s10705-157; ref # 0616002 mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2013, for a revision and removal surgery. No other information was provided.